Event description:
Per the clinic, the patient discontinued use of the device (date not reported) resulting in loss of benefit. The device was explanted on (B)(6) 2011. There are no plans to reimplant the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).